Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the device experienced poor barrier separation along with underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer was having random incident of the gel not moving post centrifugation across different lot numbers. The centrifuge setting by customer is 1800xg, 20 minutes. No details on lot number was provided by customer. Customer also noted that there were some incidences of slow blood fill into tube (which they suspect is due to low vacuum in tube when drawing blood). Again no information on lot number was provided by customer and no information on devices used for blood draw was provided by customer). Troubleshooting support was provided to customer as per cpt tube IFU troubleshooting guide.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate the device experienced poor barrier separation along with underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer was having random incident of the gel not moving post centrifugation across different lot numbers. The centrifuge setting by customer is 1800xg, 20 minutes. No details on lot number was provided by customer. Customer also noted that there were some incidences of slow blood fill into tube (which they suspect is due to low vacuum in tube when drawing blood). Again no information on lot number was provided by customer and no information on devices used for blood draw was provided by customer). Troubleshooting support was provided to customer as per cpt tube IFU troubleshooting guide.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed; underfill was unable to be observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Further testing could not be conducted on retention samples since the product expired 31july2022. A clinical investigation cannot be performed for this reported event due to the fact that it was reported several months beyond the batch expiration date. Centrifugation guidance was provided to the customer. Instructions for use (IFU) is attached. This complaint has been confirmed for poor barrier separation based on the photo provided. It has not been confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode.